Manufacturer narrative:
(B)(6). Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6012835. Devices were returned for inspection, and simulated use testing was performed. No leakage was identified during testing. Conclusion: bd is unable to confirm the complaint.

Event description:
It was reported that the 21 g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set leaked during blood collection. No report of injury or medical intervention.